Manufacturer narrative:
The date of the event is unknown. However, the article was received by the publisher on 23 july 2024. Therefore, the 'received for publication date' was used as the date of event. In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien 3 transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve, edwards sapien 3 ultra heart valve, and edwards sapien 3 ultra resilia heart valve. Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the tvr procedure. According to the literature review, and as documented in ew clinical technical summary for complaints, conduction disturbances/ heart block, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree, and bulkiness of annular calcification, interventricular septal thickness, history of electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional aortic valve replacement (avr), where there may be localized trauma due to decalcification of the annulus and suture placement in the proximity of the atrioventricular (av) node or the bundles, the transcatheter heart valve may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest patient factors (history of electrocardiogram abnormalities, significant aortic annular calcification) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time.

Event description:
As reported, per article "iatrogenic ventricular septal defect after transcatheter aortic valve implantation: a rare complication", an 83-year-old male with a significant medical history including atrial fibrillation underwent tavi with an unknown edwards sapien valve. The tavi procedure was complicated by complete heart block, necessitating the placement of a dual-chamber pacemaker. Transesophageal echocardiography (tee) approximately 2 weeks post valve implant demonstrated a very small peri membranous ventricular septal defect (vsd) with trivial left to right shunting by color flow doppler. To assess the vsd's extent and determine the need for intervention, the patient underwent right heart catheterization to evaluate right heart hemodynamics. The study revealed mild pulmonary hypertension and a small left-to-right shunt at the level of the high right ventricle (rv). The patient continued to improve from a cardiac standpoint. The pressure exerted by the valve on the ventricular septum may have contributed to vsd formation. The likely cause of the iatrogenic vsd was stated as valvular oversizing with the sapien valve, in combination with significant aortic annular calcification. However, the patient had a complicated course including respiratory arrest, requiring prolonged intubation and tracheostomy, due to ventilatory dependent respiratory failure. The patient developed septic shock due to multi-drug resistant klebsiella and corynebacterium. Furthermore, the patient had hematuria, due to radiation cystitis from his treatment of previous prostate cancer, for which the patient required continuous bladder irrigation and clot evacuation. The patient required bilateral nephrostomy tubes due to extravasation of urine from left lateral wall and developed peribladder density collection concerning for bladder rupture. The patient had persistent bacteremia and underwent multiple echocardiograms including a transesophageal echocardiogram. Their last echocardiogram showed 2 vegetations, one on the mitral valve and the other on the prosthetic aortic valve. However, due to patient frailty, the patient was not deemed a surgical candidate for any intervention. The patient ultimately developed end stage renal disease requiring continuous renal replacement therapy (crrt), which could not be tolerated due to continued hypotension. They developed lactic acidosis from septic shock, culminating in cardiac arrest and eventual demise approximately 96 days post valve implant. The patient's death is related to respiratory arrest and subsequent septic shock due to multi-drug resistant klebsiella and corynebacterium, in addition to their comorbidities. The patient's death is not related to the performance of the edward's device.